Event description:
On (B)(6) 2004, this patient was implanted with two gore excluder bifurcated endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2010, an additional gore excluder aaa endoprosthesis was implanted. On (B)(6) 2011, follow-up imaging showed a type ii endoleak from a patent inferior mesenteric artery and multiple lumbar arteries. The aneurysm had reportedly grown from 5.3cm in 2004 to 7.03cm. It was reported that the patient's family does not want to intervene to treat the endoleak and aneurysm enlargement as the patient is in late stages of dementia. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).